Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was verified as performing to specification. The reported incident could not be duplicated. The DHR documentation and service history were reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed. Therefore, an investigation for cause was unable to be performed. (B)(4).

Event description:
A distributor reported on behalf of a customer that on (B)(6) 2019, the c2602 cusa excel 36khz straight handpiece had no vibration during use. There was no patient contact, injury, or surgery delay reported. Additional information has been requested.